Event description:
The pump had a confirmed motor stall that occurred on (B)(6) 2014 at 14:38 and did not recover. There was a tube set message dated (B)(6) 2014. The patient did not have an MRI. The patient woke up with withdrawal symptoms on (B)(6) 2014 and then went to the ER (emergency room). The patient saw his pain specialist on (B)(6) 2014. It was reported that the patient was doing very well until the morning of (B)(6) 2014. Around 2:30 or 3am, he started having hot flashes, muscle spasms, increased pain and generalized muscle spasticity. He went to the ER (emergency room) because, he felt his pump was not working. They evaluated and interrogated his pump and did an MRI to assess placement. It looked like the catheter was within the intrathecal space and there were no kinks in it and the pump was interrogated and was functioning normally. He was given oxycontin 20 mg and 2mg of ativan and told to follow up with his pain specialist. When the pain specialist interrogated the pump later the same day, the pump was stalled. The patient was on oral baclofen and oral narcotics with fair maintenance of his pain, spasticity, and blood pressure. He was not in withdrawal secondary to the oral medication. Pump replacement was planned for the next day. On (B)(6) 2014, the patient was not having withdrawal symptoms, but was having an increase in pain. The pump was replaced. They were unable to aspirate the catheter, so the existing catheter was tied off and abandoned and a new catheter was placed with the tip at t9. The new catheter was then anchored and tunneled subcutaneously from the spine to the original pocket site at the left buttock. The new pump was connected to the newly placed catheter. The device system was delivering clonidine, bupivacaine, compounded baclofen, and dilaudid at the time of the event. The patient outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Additional information: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information/corrected information: it was later clarified that the patient did see their pain specialist as previously reported on (B)(6) 2014, but the patient had been doing very well until the early a.m. Of (B)(6) 2014. The pump stalled on (B)(6) 2014 and that evening in the early a.m. Of (B)(6) 2014 the patient woke up with symptoms and went to the ER (emergency room).

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft-bearing. During destructive analysis they found significant residue and shaft wear on the lower shaft of gear 2. And also found some residue on the jewel where the lower shaft of gear 2 inserts into the bottom bridge assembly. (B)(4).

Manufacturer narrative:
Product ID 8709sc, lot# n181521007, implanted: 2009 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.